Event description:
It was reported that the customer was treated with insulin drip at the hospital for diabetes ketoacidosis and hyperosmolar. The blood glucose reading at time of call was 298mg/dl. Troubleshooting was performed. Ran a high pressure test and the device did not alarm. It was stated that air bubbles were noticed in the reservoir. It was also stated that the device was off by twelve hours. It was mentioned that the customer does not bolus often or every time he eats. It was stated that the customer changes his infusion sets infrequently. Customer stated he was hospitalized for diabetes ketoacidosis three days prior to the event. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.